Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this incident was not related to the device but his procedural technique. The patient had no sequelae and would be discharged three days after the procedure. The returned catheter had its tip separated and missing for approximately 2mm in length. On the surface of the remaining tip, scratch marks that assumed to be made by contact with the calcified lesion and circumferential cracks caused by longitudinal tensile force were observed. Oblique crack was also found on the tip surface. A cross sectional observation of the remaining tip showed oval deformation of the tip tube and associated thinning of the tube thickness. The above findings suggested the tip of the returned catheter was stretched out and then broken off at approximately 2mm from the tip end where the boundary of the underlying braids and plain polymer tip lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that pulling force that exceeding the product7s design limit might be applied along removal of the catheter while the tip of the subject catheter was trapped by the heavily calcified and tortuous lesion. The tensile stress made the tip to be stretched and eventually broken off due to ductile fracture. There was no indication of product deficiency. The IFU states: - [indications for use] this microcatheter is intended to provide support to facilitate the placement of guide wires in the coronary and peripheral vasculatures, and can be used to exchange one guide wire for another. This microcatheter is also intended to assist in the delivery of contrast media into the coronary and peripheral vasculatures. Do not use this microcatheter other than for use in the coronary and peripheral vasculatures; - [contraindications] do not use this microcatheter in advanced calcified lesion; and, - [malfunctions and adverse effects] separation.

Event description:
In order to use a rotablator to treat a heavily calcified lesion in the lcx #11, a 0.014 inch guidewire and the subject microcatheter were delivered via a collateral channel derived from the lad #9 and connected to the peripheral lcx. When the catheter reached the peripheral #9, its distal tip was trapped by the peripheral lesion and separated when the physician pulled back the catheter. A small-diameter balloon catheter was delivered to release the trapped catheter by inflating the lesion but it went unsuccessful. The physician determined to leave the separated tip in the lesion and continued the procedure to treat the lcx. No other devices except for the guidewire could cross the lesion, and thus the procedure was discontinued.